Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approximately three months ago. Measurements obtained from the original and follow-up CT scans are as follows-- neck diameter 23mm, neck length 20mm, aaa 85mm, right iliac diameters 13, 14, 17mm, left iliac diameters 14,16, 12mm, renal to aortic bifurcate 160mm, renal to hypo right 212mm, renal to hypo left 224mm. It was reported that this patient was treated emergently for a ruptured abdominal aortic aneurysm. The patient coded in the emergency room while undergoing CT imaging and was unstable when taken to the operating room. An endurant stent graft system consisting of five stent grafts were implanted and final run showed good flow bilaterally without any evidence of an endoleak. Post op, however the patient developed an infection in a subcutaneous abdominal incision not related to the procedure or the device, and was treated with antibiotics. The patient was seen for a follow-up wound check, which had resolved completely, and at that time the physician observed the patient's abdomen to sound pulsatile. CT imaging was performed revealing an endoleak. The patient underwent a secondary intervention involving the implant of two endurant limbs. The physician accessed the femoral arteries percutaneously, bilaterally, and performed an angiogram which revealed a type 3 leak at the junction on the left side between the contralateral limb and its extension. It was reported that at a maximum there was 1cm of overlap between these two grafts. This was treated with an endurant limb which also accomplished extending just proximal to the left hypogastric artery. The leak was sealed and the hypogastric is patent. The right limb was evaluated and there was no evidence of any endoleak. However, it was determined to be extending only about 1-2 cm into the common iliac and ended approximately 4 cm from the right hypogastric artery. Therefore, an endurant limb was placed. The final angio revealed good flow bilaterally with no evidence of leak. The puncture sites were closed with perclose. The patient tolerated the procedure well and was discharged later the same day. No additional clinical sequelae were reported and the patient is fine. A review of several returned still images confirmed minimal overlap between the contra limb and extension, with a type iii junctional endoleak. Following stent graft re-lining the endoleak had resolved.

Manufacturer narrative:
(B)(4). (Film evaluation), inherent risk of procedure (endoleak), unapproved use of device (pre-implant rupture, minimal overlap at implant), user error contributed to event (pre-implant rupture, minimal overlap at implant).